Event description:
Procedure type: hysterectomy. According to the reporter: when cartridge was loaded to the handle the needle broke in half and came off the tissue. Used another cartridge which the needle broke in half and stayed in the device. On the second handle and third cartridge the needle broke and was located. Doctor used a third handle and a fourth cartridge and was able to continue and finish the case. There was no bleeding reported in excess of 250cc. Operative time was extended. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).